Event description:
It was reported that the patient enrolled in a clinical study underwent a left hip arthroplasty on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2012 due to acetabular loosening. The acetabular cup and modular head were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.